Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported right side rupture with intracapsular silicone diffusion, perspiration of silicone, waves, folds, rotation and capsular contracture, baker grade I. Device has been explanted.